Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was isolated to the electrode belt's ECG "a" dome j7 lead being broken, causing the ecgs to not recognize. The belt did not pass falloff testing. The root cause for the broken lead was physical abuse. There was no adverse event that resulted from the damaged belt.